Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported that the clips fell out and were ejecting out. Another device was used to complete the case. There was no consequence to the pt.